Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 2 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac094 indicated that 2183 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac094 met release specifications. As of 11/20/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac094 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac094 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic¿s area technical operations manager (atom) reported to fresenius customer service that they have few cases of naturalyte with low conductivity detected during setup. Upon follow up, the atom reported that before treatment, the conductivity was at 12.8.ms/cm. The parameters for the theoretical conductivity value programmed into the machine were not provided. The atom confirmed no patients were treated with this lot. Per the atom 24 cases are affected. The atom does not know the lot number of naturalyte that they were currently using. There was no recent service on the machine. The clinic is using bibag 4000rx12 bicarbonate (lot number unknown). No sample is expected to return for evaluation.